Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were noted in reported issue notes as "60 mg/dl, 260's mg/dl, 280's mg/dl. Tests were done within 10 minutes with a difference of "more than 20%. Pt did not experience any adverse events. No further info has been reported. Note - customer is using expired solution and cleaning meter incorrectly. Customer is not using check strips.